Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer does use the sensor and was unable to rewind the insulin pump. No further information reported.

Manufacturer narrative:
No rewind anomaly was noted. The insulin pump passed the rewind, basic occlusion test and displacement test. However, the insulin pump alarmed during the occlusion test due to a faulty force sensor resistor. No motor position encoder error alarm could be verified due to alarms in the history for a corrupted history file. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.